Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) alleging that the pump had a history/settings issue. The reporter did not allege any harm or injury because of the reported issue. The reporter indicated that the pump was suspended from 7:00 am to 8:20 am on an unspecified date. However, the reporter claimed that the patient was able to bolus at 7:30 am. The reporter was surprised that the pump allowed a bolus to occur while in the suspend mode. According to the reporter, the patient felt the pump vibrate. The reporter also claimed that he saw the pump's screen show the countdown for the bolus delivery. However, upon reviewing the pump, the reporter claimed that he could not find the bolus in the history. The reporter denied that the patient suffered any blood glucose (bg) excursions because of the alleged issue. The reporter did not have the subject pump on hand for troubleshooting during the contact with anm. He was going to call back for review of the pump after getting access to the device. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's history was inaccurate. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:no insulin delivery defect was found. Reported failure date is overwritten due the continuous use, no activity outside of normal use is observed in the available data. No meter returned with the pump. Pump powers up normally and pairs with a test meter successfully. System ran for 24 hrs without suspending or any alarms occurring. Periodic boluses were executed using "normal", "ez-carb", "ez-bg", and "combo", history recorded accurately boluses info on the correct time and order. The pump was suspended, a bolus delivery was attempted during suspend, the pump gave the appropriate audible and visible alert. Pened the pump, no intermittent condition or moisture ingress is observed to the internal part of the pump.